Event description:
Procedure type: gastrectomy. According to the reporter: the orvil anvil disengaged from the tube while in the cavity. The orvil was safely taken out using a clamp and the procedure was completed using a linear stapler to do a side to side anastomosis. Surgery time was extended about one hour as a result. No pt injury, no tissue loss or damage, and no bleeding was reported. The pt is in well current condition.

Manufacturer narrative:
(B) (4). (B) (4).